Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a mapping guided left ventricular biopsy procedure with a pentaray nav high-density mapping eco catheter. The patient has a history of heart failure. The patient suffered cardiac tamponade requiring pericardiocentesis. While performing a mapping guided left ventricular biopsy, the study was done using a pentaray catheter to diagnosis potential areas of disease tissue or scar. After taking some biopsy samples a pericardial effusion was noted via ultrasound. A pericardiocentesis was done. There was about 800 cc of fluid removed from the pericardium and given back to the patient. Plus an additional 100 cc of blood was removed when they connected the patient to the pericardial drain. The patient was stable. The patient was given protamine and fresh frozen plasma (ffp) to help the patient's blood to clot off. The patient received two liters of blood. The patient's blood pressure dropped slightly but the patient remained stable and conscious. They connected a pericardial drain to the patient and the drain is still connected. The patient did not need surgical repair. The caller states it appears the perforation clotted off. The patient is stable and is staying overnight for observation in the cardiac intensive care unit. The physician¿s opinion on the cause of this adverse event: procedure. The patient outcome of the adverse event: fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.